Event description:
It was reported there was a channel identification issue. The clinician could not recall the message that appears on the pcu but states the pump "beeps". The clinician would remove the module and reattach it; however, this would not resolve the issue. The nurse provides the device to the unit clerk to fill out a biomed work order. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a channel identification issue. The clinician could not recall the message that appears on the pcu but states the pump "beeps". The clinician would remove the module and reattach it; however, this would not resolve the issue. The nurse provides the device to the unit clerk to fill out a biomed work order. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.